Manufacturer narrative:
The patient received 2 broken teeth(#6&7) that required a new bridge. The hill-rom technician evaluated the lift and found the sling bar hook was worn and cracked. He noted that the attachment hole was elongated and recommended to the account to replace the sling bar. Based on this information, no further action is required. Per the hill-rom viking l instruction guide: before use, make sure that: the lift is assembled in accordance with the assembly instructions; the lifting accessory is properly attached to the lift; the battery has been charged for at least 6 hours; you have read the instruction guides for the lift and lifting accessories; personnel using the lift are informed of the correct operation and use of the lift. Before lifting, always make sure that: the lifting accessories are not damaged; the lifting accessory is correctly attached to the lift; the lifting accessory hangs vertically and can move freely; the lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs; the lifting accessory is correctly and safely applied to the patient in order to prevent injuries; the latches are intact; missing or damaged latches must always be replaced; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts.

Event description:
Hill-rom received a report from the account stating the slingbar hook was worn and broke during a patient transfer. The lift was located at the account. The patient was dropped and received two teeth broken. This report was filed in our complaint handling system as (B)(4).